Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump. It was reported that the patient was in the hospital for an abdominal hematoma, they "bumped" the pump and may have caused a hematoma in abdomen. The care team thought the pump was leaking causing fluid to accumulate. A catheter access port (cap) contrast study was performed and failed, the catheter access could not be aspirated. A catheter occlusion was noted. The dose was decreased in 200mcg fentanyl today and another 200mcg decrease  in fentanyl would be made in 1 week.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.